Event description:
The pta balloon allegedly had a pinhole leak. Pressure and contrast loss were evident during inflation. There has been no claim of injury to the pt related to this event. The device was discarded by the customer and is unavailable for evaluation.